Manufacturer narrative:
The device was returned. Investigation was not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report material separation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further to reduce mr, an additional clip was inserted. However, while attempting to grasp the leaflets, the clip was inverted, and the ball bearing fell out of the release pin, causing the release pin to detach from the clip delivery system (cds). The cds was successfully removed and a second clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis the reported material separation of the release pin, detached ball bearing and observed detached spring appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.